Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The procedure treated the target lesion located in the left anterior descending artery. A 2.5x16mm promus element plus stent was advanced and inadvertently inflated above recommendation to 3.8mm and the stent fractured. Another unspecified stent was placed and post dilated. No further patient complications were reported and the patient status is fine.